Event description:
It is reported that the articular surface was difficult to lock on to the tibial plate.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: compatibility was verified with no issues noted. No product was returned as all devices were implanted; therefore the complaint cannot be confirmed. No other complaints of this nature have been received for this product and lot combination and no other complaints have been received from this surgeon. A definitive root cause cannot be determined with the info provided. Device history records were reviewed for the articular surface component and found to be conforming. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.